Event description:
It was reported that the patient line cap (pull ring) of two (2) amia automated pd cycler sets had ¿fallen off¿ into the overwraps. This was observed during set up of the devices for peritoneal dialysis therapy, prior to removing the cassettes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.